Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that cubie was not able to shut after the recovery of storage. A field service engineer confirmed that the issue was resolved by the customer. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es cubic pocket was unable to shut after recover the storage. The customer stated that there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.